Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation the pulse generator exhibited inappropriate ventricular output. The patient would be monitored. The patient is stable. The device remained implanted.